Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) pump and balloon due to unspecified reasons. A patient outcome was not reported. Additional information received that the reason for the revision was that the device was not functioning. The patient has been discharged and is well.